Event description:
It was reported that the patient developed a pocket infection in (B)(6) 2025 and underwent a pocket revision. On (B)(6) 2025, the pocket was opened, cleaned, and re-sutured; the patient was administered antibiotic treatment.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had developed a pocket infection after the implantation of an implantable cardioverter defibrillator (ICD). No other information was available.

Manufacturer narrative:
Further information requested but was not received.